Manufacturer narrative:
H6 medical device problem code was revised from a0404 to a040601.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complaint reported that an attempt was made to implant impella rps via right femoral. After dilating vessel 23fr introducer and dilator would not advance. When dilator was removed, damage was observed. Device implant was not attempted due to access issues. The dilator tip was damaged (bent and scratched) attributed to calcium in the iliacs according to the md. Patient was placed onto impella cp and sent to unit on support.